Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported an unknown number of wafers with the starter hole off centered. Furthermore, the starter hole was only minimally off centered. It did not affect the placement of the wafer. He used them without an issue. There was no harm reported by the end user. No photo is available at this time.